Event description:
The customer reported that the heartstart mrx was failing the operation check for a charge shock failure while on battery power.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.